Event description:
Per the clinic, this patient had no behavioral response to electrical stimulation at maximum programming parameters since activation with the device. An integrity test was conducted in the operating room under anesthesia to rule out a malfunction of the receiver/ stimulator using the crystal integrity test system due to this outcome of no response to stimulation. Additionally, testing was undertaken to determine if there were any physiologic responses (auditory brainstem responses). Based upon last follow up from the clinic the patient continues to wear the sound processor and the internal device remains in situ.

Manufacturer narrative:
Per the clinic, the patient was explanted (B)(6) 2013. This report filed september 23, 2013.

Manufacturer narrative:
(B)(4): implanted device remains.